Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display found on (B)(6) 2021. The pump passed the displacement test, active current test, and self test. Pump failed sleep current test due to moisture damage on pcba 1. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Blank display not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. No harm requiring medical intervention was reported. The customer will continue to use the device.